Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a magnetic resonance imaging (MRI) procedure, the stimulation from a pain stimulation implantable pulse generator (ipg) had been intermittently off and on. The patient representative indicated that the controller displayed stimulation as off when attempting to recharge. The agent reviewed instructions for turning the stimulation back on using the white button, and the caller pressed the button to restore stimulation. The patient was redirected to their healthcare provider for further evaluation. The patient had met with their healthcare provider two weeks prior, and it was stated that everything appeared to be satisfactory.